Manufacturer narrative:
Kang, h., zhou, y., luo, b. Et al. Pipeline embolization device for intracranial aneurysms in a large chinese cohort: complication risk factor analysis. Neurotherapeutics (2021). Doi.org/10.1007/s13311-020-00990-8. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Refer to manufacturer report 2029214-2021-00825 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Kang, h., zhou, y., luo, b. Et al. Pipeline embolization device for intracranial aneurysms in a large chinese cohort: complication risk factor analysis. Neurotherapeutics (2021). Doi.org/10.1007/s13311-020-00990-8 medtronic literature review found reported of patient complications in association with implantation of the classic or flex pipeline embolization device (ped) deployed through a marksman microcatheter. The purpose of this article was to assess real-world predictors of complications and functional outcomes in patients treated with the ped in a chinese population. The authors reviewed 1171 cases of patients treated for intracranial aneurysms using the ped. Of the 1171 patients, the average age was 53.9 years, 813 were female. The following intra- or post-procedural outcomes were noted: stent migration (9patients), 10 instances of unsuccessful device deployment: either ped opening failed or ped was deployed inside the aneurysm.